Manufacturer narrative:
The returned device was evaluated and the device was returned with no exposed portion of the soft cannula. The soft cannula was found to be torn off. The cause and timing of the damaged cannula cannot be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No damages or defects were found on the formed needle that would cause pain during insertion. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17 . Checking your blood glucose. Chapter 4 / page 36.  Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours the patients blood glucose level had rose to over 250 mg/dl. As treatment, the patient was given several boluses and a new pod was applied.